Event description:
It was reported on (B)(6) 2015 that a broken distal screw was noted in the follow-up post operative radiographic record. The sign im nail implant surgery was performed on the patient's right tibia to correct a non-union condition from an earlier implant using an external fixation plate.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The sign im nail implant surgery was performed on (B)(6) 2014. A review of follow up radiographic data on (B)(6) 2015 shows that one of the distal locking screws is broken. The cause of the broken screw is unknown. The 11mm x 340mm, standard nail was not replaced. The broken screw was not replaced. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fracture is healed and the broken screw presents no risk to the patient. Sign fracture care international continues to monitor these conditions as part of our post-market activities.